Manufacturer narrative:
Evaluation summary: operative notes were requested however were not supplied. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device cause any patient infection. However with the supplied and exact cause of the reported infection could not be found. Evaluation: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the patient underwent two stage revision for infection. The first stage was performed on an unknown date and the second stage was performed on (B)(6) 2014. It was noted that the implant was broken.